Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The system controller was exchanged on (B)(6) 2024 due to the low voltage advisories and the patient noted less audible alarms since the exchange.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that event log files were submitted for review. The patient had multiple low voltage alarms while plugged into the wall outlet. The event log files captured several odd low power alarms while tethered to the batteries. It was noted that the voltage values when connected to the mobile power unit (mpu) appeared to be lower than expected. The event log files also captured a single low flow event on (B)(6) 2024. The system controller was exchanged on (B)(6) 2024 due to the low voltage advisories.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms was confirmed. The heartmate ii system controller (serial number: (B)(6)) was returned for analysis, and a log file was submitted (B)(6) and downloaded (B)(6) for review that showed overlapping events spanning approximately 13 days (21feb2024 ¿ 05mar2024 per timestamp). Slightly lower than the expected 14v on the relative state of charge (rsoc) and bus voltage was captured throughout the log file while connected to the power module. Pump operation was not affected during these events. Atypical low voltage advisory alarms while connected to battery power were active throughout the log file due to fluctuating rsoc voltage readings on both power cables, which were not coincident with power source exchanges. The alarms occurred while on battery power and cleared shortly after activating. Pump operation was not affected during these events. The driveline was disconnected on 05mar2024 at 13:14:57 for a system controller exchange. There were no other notable alarms active in the log file. The system controller was connected to a mock loop and was able to support the system for an extended duration without issue. The power cables of the system controller were manipulated by hand, while connected to the system, without any alarms activating. The underlying wires within both cables were individually measured, and several wires had raised resistances, ranging from 0.9ohms ¿ 2.2kohms. An open loop was observed upon manipulation of the yellow underlying wire within the black power cable. The outer jacket of the black power cable was removed, and the yellow wire (alarm out) was found to be damaged near the controller strain relief. Following testing, a log file (B)(6) was downloaded from the returned system controller that showed slightly lower than the expected 14v on the rsoc and bus voltage while connected to a functional test power module during testing; thus, isolating the low supply voltage issue to the returned system controller. Additional information provided on 07mar2024 stated exchanging the equipment resolved the reported event, and that it was unknown if the power cable was intact. The root cause of the alarms and low supply voltage appears to be due to conductor breakdown within the system controller¿s power cables; however, the root cause for the conductor breakdown was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate ii system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. Additionally, the heartmate ii patient handbook section 3, entitled ¿powering the system¿, instructs users to not join misaligned connectors, to use care when connecting and disconnecting power sources, and how long the 14v batteries provide power to the system controller. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.